Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, when pulling the inserter of the suturefix ultra, the anchor also came out with it. Surgery was completed after a non-significant delay, using a back-up device in an additionally drilled bone hole, prepared with a suturefix 1.9mm drill, however, no void was left in the patient. No further complications were reported.

Manufacturer narrative:
H10 h6: a device deficiency was identified; however, the root cause of the reported event could not be determined since the device was not received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image(s) found the device above its identification box and it can be seen that the anchor of the suturefix ultra came out with the suture. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.